Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered via remote monitoring due to out of range shock impedance measurements on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The daily trend measurements showed a regular increase in the values in the last year. Some maneuvers were performed which showed a clear shock electrocardiogram. The physician elected to monitor the patient via remote monitoring. No adverse patient effects were reported.